Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No motor error alarm noted motor passed motor test. Unit had minor scratched display window, cracked case near display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high and low blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 593 mg/dl. The customer stated that her blood glucose has been running high in the 500s mg/dl this week and it did not register on her machine. The customer stated that she cannot get her blood glucose down and does not want to go to the hospital because she does not have anyone to take care of her kids. The customer also stated that her blood glucose went low and an ambulance had to be called. The customer's blood glucose reading was 56 mg/dl and she was treated with glucose tablets. The customer stated that she rewound the pump and changed her infusion set, and the pump alarmed no delivery then motor error. The customer will be sent a replacement pump.